Event description:
It was reported that during set up of a da vinci si surgical procedure the wire at the distal end of the pk dissecting forceps instruments was noted to be frayed.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was returned with a frayed pitch loose cable at distal clevis hub. No damage was found at the clevis and no other cable damage was found. The instrument passed electrical continuity testing. Engineering evaluation also found that one grip was bent, causing side to side misalignment of grips. There was a .038 offset at the tips, indicating overloading at the tip. Engineering concluded that the damage was likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings,, o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.